Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the x-stage cover was out of alignment and subsequently adjusted with resolution. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the gantry of the imaging system would not move into the home position. There was no patient present when this issue was identified. No additional information was provided.